Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned for additional evaluation and investigation. The physician stated that they are unsure as to what caused the catheter breakage. Per the instructions for use of the device, catheter breaks and tears are known possible risks of use of the device. A supplemental MDR will be sent when information regarding scheduled catheter revision is obtained. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a broken catheter that was observed in a catheter dye study. Agent stated that the dye study was done due to a lack of pain relief felt by the patient. The dye study reportedly showed the catheter to be broken near the sacrum and the catheter tip was "close to where they entered the intrathecal space." Agent reported that a catheter revision will be done, but this procedure is not scheduled yet. Agent stated that the patient has not had any recent falls or accidents, and the physician is unsure of what caused the breakage. Agent was unaware of the type of medication in the patient's pump or the date on which the patient symptoms started.